Event description:
A physician reported gray line of the administration tube came off while replacing the balance salt solution (bss) bottle during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. Visual inspection confirmed, an opened gap in the insertion of the drip chamber check valve and the gray manifold. The root cause of the customer¿s complaint is an error that occurred, during the supplier¿s assembly process. Based on the condition of the open gap, it appeared the gray line was not fully inserted into the drip chamber spike. Action will not be taken, based on this occurrence. The supplier has been made aware of the issue. No adverse trends have been observed, associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).